Event description:
The physician placing the stent was unable to cross the lesion with the stent. The stent came off the balloon when he attempted to withdrawal it. The stent was left in the mid right coronary artery, entrapped, and the pt received a balloon angioplasty as well.